Event description:
It was reported that during the lv lead implant, the rv lead "popped back and was dislodged." The physician assumes this dislodgement caused a pericardial effusion. The patient's blood pressure is reported to have dropped and the patient died. There was no autopsy, however, the physician "doesn't think that our products were the cause of death." The cause of death was reported to be the pericardial effusion and considered to be procedure related.

Event description:
It was reported that the patient has expired after a implant duration of approximately 0.1 months, due to unknown reasons.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), the operative report was received; however, the cause of death was not provided or could it be learned from the information provided. A device history record review is in process. Device not returned.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.